Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of loss of connection on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of an unknown duration of loss of connection is reportable based on the finding of loss of connection greater than one hour. No injury or medical intervention was reported.